Event description:
It was reported that during a stenting treatment procedure, deployment issues were noted. The deployed size of the innova was 90 mm instead of 120 mm. The stent fully covered the lesion. The procedure was completed with this device. The patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).